Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptured". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional later confirmed left side exchange from textured to smooth implants due to the patient's concerns with the product. The event of rupture only occurred on the contralateral side. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1; b2; b5; e1; g2; h1; h6.